Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Physician implanted a triathlon beaded pa femur, tritanium tibia, and tritanium patella on (B)(6) 2017. He states that the patient reported pain and dissatisfaction. The patient elected to see another physician for continued treatment. According to the new physician, a bone scan revealed potential for loosening of the femoral component. The physician elected to remove the femoral component and implant a cemented triathlon ps femur and ps x3 insert.